Event description:
The customer reported that insulin squirted out during the manual prime process, and her insulin pump alarmed. The blood glucose reading was over 400mg/dl, and her blood glucose was treated with manual injections. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.